Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous mid left anterior descending artery that is 99% stenosed. The 2.0x15mm mini trek balloon dilatation catheter was advanced to the lesion; however, resistance was felt with anatomy. During the first inflation the balloon ruptured at 8 atmospheres. A new trek balloon was used to continue the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the mildly tortuous and moderately calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.